Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right ventricular lead exhibited low, out of range impedance and noise. Also, multiple noise reversion episodes and premature ventricular contraction (pvc) episodes were recorded. Sensing and capture thresholds remained stable. The patient has an intrinsic rhythm and is not pacemaker dependent. The patient was placed on rhythm stabilizing medications and will continue to be monitored. There were no consequences to the patient.